Manufacturer narrative:
Approximately 11 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Both ends of the catheter appeared to be jagged. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records was no possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter was blocked. According to the report, the catheter was revised on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 11 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Both ends of the catheter appeared to be jagged. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records was no possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.